Event description:
It was reported that the patient underwent surgical intervention without putting their system in surgery mode. As a result, their ipg became inoperable. Surgical intervention may take place at a later date to address the issue.

Manufacturer narrative:
Date of event is estimated. The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on 02 june 2017.

Event description:
Additional information was received that the patient's ipg was explanted and replaced. Effective therapy was restored postoperatively.

Manufacturer narrative:
The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on 02 june 2017. During processing of this incident, attempts were made to obtain complete patient information. Further information was requested but not received. It was reported to abbott, a patient could not connect with their ipg. The patient said that they had at least one back surgery, and possibly more. The patient did not know if therapy was turned off prior to those surgeries, or if surgery mode was used. The rep was also unable to connect with the ipg as well. The patient was exploring a possible trial of his upper back, lower neck to address the pain that¿s following his trauma. The rep expected that the ipg would be replaced in the future as well. As of (B)(6)2023, replacement surgery had not been scheduled. The rep was informed the record would be closed and reopened as needed. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Manufacturer narrative:
The results of the investigation are inconclusive as the product was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.